Event description:
It was reported that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported for the event. It was stated that one of the buttons on the insulin pump was not responding at the time of the hospitalization. The button was still unresponsive during the phone call. The mother was advised that the insulin pump would be replaced due to the button anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.